Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the poly cracked during surgery. The surgical technique was utilized. There was no surgical delay. No known impact or consequence to the patient. Attempts have been made and no further information has been provided.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual examination of the returned devices found signs of repeated use and has two small pieces fractured off. The device history record was reviewed and no discrepancies relevant to the reported event were found. Medical records were not provided. The devices have a potential field age of 11+ years and exhibit signs of repeated use. The reported event is attributed to wear and tear of the device from repeated use over time. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.